Event description:
It was reported that the user experienced hyperglycemia with capillary blood glucose readings up to 373 mg/dl after a meal and subsequently administered 10 units of lispro by manual injection while using the ilet system; the user disconnected from the ilet for two hours to avoid insulin stacking and later reconnected with readings in the 229¿251 mg/dl range, with no leaks or kinks noted and a small ketone reading reported. Symptoms included hyperglycemia. Outcomes included self-management without hospitalization and continued monitoring. Investigation included customer service troubleshooting and education, review of device use, and confirmation of infusion set status. Investigation of this case revealed no device malfunction or infusion set issue identified, with the event attributed to cause unclear given concurrent meal announcement, timing of insulin action, and off-system insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.